Event description:
As reported by the user facility (translation of user facility): we have had 3 incidents with the b braun 10ml omnifix syringe. The incident occurs when the syringe is in the heparin pump of the braun machine and blood bypasses the plunger seal of the syringe and leaks onto the floor. All incidents were caught immediately after it started so patients did not suffer any significant blood loss. MFR ref # 9610825-2013-00203.